Manufacturer narrative:
(B)(4). Investigation summary: possible sample related issue. The customer reported low platelet plt results on a patient sample. The instrument in use was a cell-dyn 1800 analyzer. There was no impact to patient management as the patient did not receive any medical treatment or intervention. The patient was sent to the hospital because of the seizure question. A seizure event was not confirmed by the hospital. The customer suspected the heel stick sample was clotted. The instrument appeared to be performing as expected; qc was in range, all syringes correctly installed, free of leaks, cracks, bubbles; diluent properly installed; maintenance up to date; calibration done recently (B)(6) 2008. There were no other issues with patient results. The customer agreed the issue was resolved. The cell-dyn 1800 system operator's manual, 07h80-01, rev e: as the sample was repeated twice before reporting the result, the results may have been flagged as out of range low (dispersional data alert). Page 3-25 recommends one patient limit set be used to establish instrument specific action limits. A dispersional data alert would then flag the operator to follow a laboratory protocol such as repeating the sample, consulting a physician or reviewing a stained slide. Appendix b page b-3 provides a chart of normal values. Section 10 discusses data problems 10-37; low plt may be caused by clotting, plt clumps; giant plts. Clotted specimens may result from the type of collection tube, sample handling technique or samples collected in capillary or microtubes. 10-28. A troubleshooting guide on how to evaluate data problems is given on page 10-11. Complaint reports for the months of (B)(6) 2007 through (B)(6) 2008 have been evaluated for the complaint issue. No adverse trends have been identified for the cell-dyn 1800 , list base 07h77-01, for the complaint issue of discrepant plt. The event is addressed in the cell-dyn 1800 system operator's manual, 07h80-01, rev e section 3: principles of operation: system-initiated messages and data flags; parameter data flags dispersional data alerts; 3-25 section 10: troubleshooting and diagnostics; troubleshooting; 10-11. Index of error messages and conditions; data problems; low plt: 10-37. Specimen clotted/hemolysed; 10-28 appendix b: reference tables: table b-2: reference intervals normal values for automated blood counters; app. B-3 conclusion: the device was evaluated, no failure was detected and performing within specifications. No additional information was provided regarding patient status. Based on the above investigation, no product issue was identified for the cell-dyn 1800 analyzer, list number 07h77-01, for issues with discrepant plt results on capillary specimens. There was no systemic issue identified for the cell-dyn 1800 product. This is the final report.

Event description:
The customer states that a sample from a 3 month old patient generated low platelet results of 9, 13, and 18 k/ul when using a cd 1800 analyzer. The pt was sent to a hospital emergency room where a new sample yielded a platelet count of 400 k/ul result. No further impact to pt management was reported, due to this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.